Event description:
The customer reported the device will not operate on ac power; device operates on battery but shuts down immediately when ac is connected; the vent inop led is illuminated. The customer reported there was no patient involvement.